Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. There was a calibration turns error in the data saved to the system. The adapter was connected to an rpa signia handle running v29.4 software and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was not recognized. The adapter was reconnected to the gen2 acc software and no new errors appeared. The body of the adapter was opened up and electrical testing was performed. A short was found and isolated to the proximal electrical assembly. It was reported that the reload was not recognized. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of calibration turns error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure, at the first reload connection, the adapter was unable to recognize the reload. The logo of arrows on the screen did not appear, even though the reload was fully charged. It was tried again after the case, and it was still defective. Another adapter was used to resolve the issue. As a result, there was a 3-minute delay in the case.